Event description:
It was reported that approximately 6 weeks post placement of an unspecified size veritas patch as an underlay for the repair of a large abdominal hernia with component separation repair, the patient returned with a midline bulge. A laparoscopy procedure was performed which noted several adhesions to the veritas implant and that the tissue had disintegrated into pieces. There was no evidence of infection or bowel trauma/leakage. The procedure was converted to an open procedure and the veritas pieces were explanted. An alternative surgical mesh was implanted to repair the defect. The patient's current status is unknown.

Manufacturer narrative:
No product was returned for evaluation. A review of the device history record was not possible since the lot number was unavailable.